Manufacturer narrative:
Device received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify rewind, prime/fill anomalies and low battery alarm anomalies noted due to missing spring. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump cannot complete the rewind process. Customer stated that insulin pump was not showing there tdd in insulin pump history. Customer stated that there was crack near the battery compartment on the insulin pump. Customer stated that insulin pump passed self test and displacement test passed but they cannot complete the rewind process. Customer stated that insulin pump was stuck in the fill tubing screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.